Manufacturer narrative:
Update on (B)(6) 2025 from (B)(6): I spoke with the pa at the practice. The office manager ordered imaging. They plan to see her in the office when (B)(6) has office hours which is either next week or the week of (B)(6) 2025. He sees patients one week of each a month. They suspect that lowering the settings would help but offered to remove it because the patient insists more be done for the pain. They also asked for a list of other providers in the area to share with the patient in case that is something she preferred. I emailed that over as well.

Event description:
Patient was implanted on (B)(6) 2025. On (B)(6) 2025. She reported having a "horrible experience" with surgeon- (B)(6) stating he "yelled at her" multiple times and was "disgusting towards me". Additionally, she expressed "awful pain" at the surgical site that was higher than expected. At the time she said the pain had been improving some. She was taking tylenol for pain control. Surgery office stated they had called in something stronger earlier in the week but her pharmacy never received anything. Patient will see dr. (B)(6) the week of (B)(6) 2025. He sees patients one week of each a month. They suspect that lowering the settings would help but offered to remove it because the patient insists more be done for the pain. They also asked for a list of other providers in the area to share with the patient in case that is something she preferred.